Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the display screen was dim and discolored. Unrelated to the complaint, the keypad was found to be cut and torn between the down arrow and ok keypad buttons. The contrast button was found to be unresponsive, which has no effect on insulin delivery function. All of the other keypad buttons responded appropriately. Also unrelated to the display issue, investigation revealed evidence of contamination under the contrast button contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015